Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet display showed lines across the screen that obscured visibility and prevented use, consistent with a screen visibility failure and suspected pixel damage; the user was guided to attempt recalibration with no improvement, provided a photo, and was transitioned to backup therapy while a replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included use of backup therapy and continued cgm use via app or receiver as applicable. Investigation included review of user-provided evidence, troubleshooting, and logistical arrangements for replacement and return. Investigation of this device revealed a display malfunction consistent with a hardware screen issue affecting the device¿s visual interface without generating alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a hardware display failure.